Event description:
Additional information received reported there were no plans to re-implant the patient. The patient had issues with his immune system and tended to have chronic infections.

Event description:
It was reported, the patient experienced a "staph" infection with the first pump. The pump had since been removed as of the report date, however, it was not known if it was removed due to or at the time of the infection. No other information was provided. Additional information has been requested, but was not yet available at the time of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).